Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure preparation, there was a decreased sensing amplitude observed on the right ventricular channel. Due to patient anatomy. During a device replacement due to normal battery depletion the lead was capped and a new lead was successfully implanted. The patient was in stable condition.